Manufacturer narrative:
The device history record review (DHR) of the product weckvista 5-10mm x 100mm ridged cannula, lot# 01l1300587 was manufactured on january 7, 2014 a total of (B)(4) pieces. Lot was released on january 30, 2014. The DHR investigation did not show issue related to the complaint. The device sample has not been returned to the manufacturer at the time of this report therefore, the customer complaint cannot be confirmed through proper investigation and determination of the root cause. The manufacturer will continue to monitor and trend related complaints.

Event description:
Alleged event: during a coelioscopy, it was observed that the tip of the trocar had deteriorated and there was breakage at the tip level. The patient's condition was reported as fine.